Manufacturer narrative:
Further evaluation will be conducted at medtronic european operations center (eoc) location. However, this additional evaluation is not expected to change conclusions derived from the on site evaluation. Manufacturing date is not applicable to software. Date listed indicates when software was released. Conclusion are derived from analyzing the evaluation report provided by (B)(4) from the on site investigation in the context of how the framelink software is intended to function. This analysis of the report concluded the following: the radionics crw frame uses degree settings arc (left/right) and right (anterior/posterior) to specify the brain entry point with respect to the brain target. When used with framelink software, the displayed frame settings are in degrees only without the directional reference. However, when a user is planning his trajectory, it is known whether the intended entry joint is to be left or right of the brain target and, in particular, whether it is left or right of the brain midline. If a user has a target on the left side of the brain and plans an entry point from the right side of the brain (regardless of angle size), the framelink software displays a warning that the plan crosses the brain midline (normally not desired although apparently intended for the plan in this case). This warning alerts the user to the direction of the frame setting that is normally undesireable. In addition, the framelink software shows the surgical plan on the image views and the views are labeled left/right. Therefore, the software is functioning as intended and the user should be able to discern the intended direction of the frame setting based on the trajectory planning.

Event description:
Event: a stereotactic implantation of a lead (not medtronic) in the hippocampus for registration of epileptogenic activity. The lead reached the target, but the trajectory was not as planned. The entry point in the brain was approximately 15 mm away from the planned entry point. Background: in state of the art stereotactic practice it is common to plan a trajectory from brain entry to brian target. In such a trajectory plan the surgeon tires, based upon detailed MRI and CT images, to avoid coming too close to potentially dangerous brain structures such as blood vessels. In the current event the brain target was reached correctly, but the actual brain entry point was about 15 mm away from the planned entry point. Consequence of event: due to a non unique entry point indication resulting from the brain target and brain entry calculations performed with the medtronic framelink software, the patient was exposed to additional surgical risks, which could have resulted, in a worst case scenario, in death of the patient. In this particular case the patient did not experience any adverse consequence from the event.